Event description:
In 2007, a care home caregiver contacted lifescan (lfs) alleging that a one touch ultra meter she used to test a lay patient's blood glucose read inaccurately high. The patient was admitted to the care home in 2007. The patient's personal blood glucose meter had apparently not been brought to the care home at his admission. The patient's physician provided orders to give the patient a glipizide tablet (dose unknown) at breakfast, lunch, and dinner if the patient's blood glucose reading was greater than 150 mg/dl. The caregiver's supervisor provided the reported one touch ultra and test strips for use in testing the patient's blood glucose since the patient did not have a personal meter and supplies at the care home. The caregiver was not certain to whom the reported meter and test strips belonged. Next day, the caregiver tested the patient's am blood glucose with the reported product; a result of 230 mg/dl was obtained while the patient was asymptomatic. The patient received his am dose of glipizide. At lunchtime a result of 190 mg/dl was obtained while the patient was asymptomatic, alert, and oriented. The patient received a glipizide tablet at lunchtime. The caregiver said the patient ate a small breakfast and lunch and did not eat the afternoon snacks that were offered to him. At 4:00 pm the caregiver noted that the patient was shaking and sweating. The patient opened his eyes when spoken to, but did not answer. The caregiver tested the patient's blood glucose with the reported product and obtained a result of 194 mg/dl while he was symptomatic. The caregiver informed her supervisor of the patient's symptoms and called ems. Emt's arrived within 10 minutes. The emt's said they were unable to obtain a blood glucose reading on the ems meter; they started an IV and treated the patient with IV glucose. The emts took the patient to the ER. The caregiver thought the patient had been unconscious in the ER. The caregiver did not know the blood glucose readings obtained in the ER. The patient received IV glucose in the ER. He was admitted to the hospital overnight and discharged to a different care facility 4 days later. The caregiver told the lfs medical affairs specialist (mas) the patient was "ok" when he was discharged from the hospital. The customer care advocate (cca) discovered that the test strips were expired; the expiration date was 11/2003. Use of expired test strips can cause inaccurate results. The meter, test strips, and control solution were replaced. The complaint is reported because the lfs meter and expired test strips read high compared to the patient's symptoms that suggested hypoglycemia. The patient received IV glucose from emt's and at a hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.